Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak, where the home patient reported the tubes in the cassette door started to leak. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) had a leaking cassette. The hp stated that the tubes in the cassette door started to leak and there was no alarm. The technical service representative assisted the hp to end therapy. There was no patient injury or medical intervention reported.